Event description:
"S/p b sq mastx's for fcd. Had b sq dc 200cc gels placed for reconstruction. These encapsulated so had closed capsulotomy under anesthesia which was unsuccessful ultimately so had b open capsulotomies. Symptomatic contractures recurred so had removal of r ruptured, l intact and placement of submusc beckers which were ultimately expanded to ? Size. This did well until recent year when the l breast has gotten harder, more fixed, migrated up to axilla & is painful. The pt also has some mild systemic sx's prob related to field effect of painful l implant. Has been unable to relax. Otherwise healthy."